Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced perceived low blood glucose risk after meal announcements when using the ilet and preemptively canceled meal doses midway to avoid receiving the full calculated dose, without any subsequent true hypoglycemia. Symptoms included concern for hypoglycemia without measured blood glucose below the clinical threshold or related sequelae. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education on meal algorithm function, ilet adaptation following a recent factory reset, dose timing, and appropriate correction thresholds. Investigation of this case revealed no device alarms or malfunctions, and the behavior was consistent with user-initiated dose interruption and early corrective actions that could interfere with algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use pattern, with device performing as designed.